Event description:
The customer contacted physio-control to report that their device gave the users a "connect electrodes" message with electrodes applied. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customers device and the issue was unable to be verified and unable to be duplicated. The root cause of the reported issue was unable to be determined. It was found during the device evaluation that the device ha service code related to serial communication between the power pcb and therapy pcb. The device software was reloaded and service code cleared. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device gave the users a "connect electrodes" message with electrodes applied. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.